Manufacturer narrative:
Pt complained of recurring knee pain following knee surgery. Surgeon elected to revise to a total knee implant. Review of the device history record indicated that the device was made to specifications.

Event description:
Pt complained of recurring knee pain following knee surgery. Surgeon elected to revise to a total knee implant.